Manufacturer narrative:
Evaluation summary: visual inspection carried out on the device detected that the balloon was radially broken in the proximal part and moreover it was overturned. The balloon remained attached to the distal part of the guide wire lumen close to the device tip. The tactile inspection carried out on the device did not report any other damages on the device. The distance between the marker was also measured and it is in accordance with the product specifications. (B)(4).

Event description:
The physician was attempting to use an admiral xtreme pta balloon catheter to treat a lesion in the distal anterior tibial artery for stenosis dilatation. The lesion was described as concentric, little calcification and minimal tortuosity. The device was inspected and prepped prior to use with no issues noted. No resistance noted during insertion or with accessory equipment. During use the balloon ruptured/burst longitudinally when inflated to 2 atm on the first inflation. The balloon only partially inflated. Another admiral xtreme was attempted however the same issue occurred (balloon burst). Finally the procedure was completed with a third admiral xtreme. No patient injury occurred and no clinical sequelae reported.